Manufacturer narrative:
Concomitant medical products: product ID 3898-33, lot# lb2978, implanted: (B)(6) 2003, product type: lead; product ID 747140, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s first stimulator did not work and it got infected a couple of weeks after implant. It was explanted and replaced.